Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a screwdriver used for spinal therapy. It was reported that  the welded tip piece had come apart from the driver itself. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received that once set was opened for new case it was broken apart. Product had been used for multiple surgeries before coming apart.

Manufacturer narrative:
H3: product analysis #(B)(4). Part # 2342281m, lot # ct21h036. Visual and optical inspection confirmed the driver has broken as the laser weld. This type of damage is consistent with torsional overload. H6: updated eval code method (fdm/annex b) and eval code result (fdr/annex c) codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.